Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window, cracked case display window corner, broken battery tube threads, cracked reservoir tube and lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, during a bolus delivery attempt. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 160 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).